Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reported the pink slide insert and cannula was not visible indicating that there was a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the cannula failing to deploy as intended. Although no problem was found with the device, we cannot determine when the device deployed, and the reported event could not be determined. The pod had run for 165 pulses and then was deactivated by the user. An occlusion alarm was generated by the pod. The exact cause of the occlusion alarm could not be determined. Inspection of the cannula assembly did not find it kinked, but a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn.